Event description:
It was reported to philips that the device gave a check vent alarm led failure. This event was reported to have occurred during device power on. Patient involvement is unknown. The philips field service engineer (fse) was requested. The fse was unable to duplicate the reported issue. No parts were replaced. There were no critical errors in the drpta. Following the evaluation of the device, the fse tested the device. No other abnormality was observed. Based on the information provided, the alleged device malfunction could not be confirmed. No parts were reported to have been replaced. The available information indicates that the device is functioning as intended.

Manufacturer narrative:
Based on information received, this event was reported to have occurred during device power on during set-up for patient use. The patient was placed on an alternate vent. There was no delay to therapy. There was no patient harm.